Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error 23 alarms noted during testing. Device was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. Device communicated properly with the transmitter and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for two (2) days while connected the transmitter and glucose simulator. No sensor error noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. The customer's blood glucose value was unknown. The device will be returned for analysis.